Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient had PICC inserted on (B)(6) 2023 for chemotherapy. Leaking noticed at the insertion site, ultrasound confirmed leakage of fluid into extremity. PICC removed and fracture noticed 7.5cm away from the 0 marking on the PICC. Secureacath was not near the fracture, fracture was in the patients arm tissue. Patient requires a new PICC, possible delay in chemo. No other information was provided.